Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual evaluation of the reload noted that it was fully fired with its jaws clamped and the knife bar assembly advanced. Flush staple pushers relative to the staple cartridge were observed. Further analysis of the device was performed by dismantling the device, removing the cover tube, lock ring and channel adapter. The knife laminates were found to be damaged .the channel adapter has visible scoring caused by the damaged laminate(s) traveling outside of the adapter's knife slot. Engineering concludes that the damage to the knife laminate can be the cause for the increased firing and retraction forces and preventing proper function of the device's interlock feature. Positions of the pushers to the cartridge's surface, is an indication that the device has been applied beyond the indicated range of use. The instrument firing knob was able to retract, but could not fully retracted. Visual and functional testing of the returned product confirmed the product did not meet specificati ons that were tested regarding the reported condition was confirmed due to the bent laminates.. Replication of the flush and sub-flush pushers and sled vane deformation conditions may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The secondary condition was related to a slight bowing condition of the knife bar laminates during the assembly process. This bowing condition is not out of specification and does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a procedure the first firing of the device made a popping sound but fired completely. Since the handle had made the popping sound, a second handle was opened. The second handle was used and also made a popping sound. The second stapler fired staples but they were malformed. A third handle was grabbed. The third reload partially fired and make a crunching sound. A fourth handle was loaded and used. The fourth handle made a crunching noise but fired successfully. A fifth handle was used. The fifth handle also made a crunching noise. Two reloads were used with this handle but it is not known which was used with the handle when it made the crunching noise. No blood loss. The surgeon had to staple around the bad staple loads which resulted in tissue loss and added an hour to the case. There was unanticipated tissue loss due to the re-stapling. At least 3 centimeters of additional rectal tissue was removed. Patient is stable. Nothing coming out of the drain. No reinforcement material was used.